Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited varied sensing and high impedances at multiple sites. The lead was not used and a new lead was implanted. There were no complications to the patient and was discharged the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.